Event description:
It was reported that the customer had a sensor that had been giving low readings while her blood glucose level was high. Customer's blood glucose level was 208 mg/dl. Customer had a threshold suspend alarm. Customer's sensor glucose reading was 74 mg/dl. Customer's threshold limit was 78 mg/dl. No additional information provided.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.